Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had experienced motor error alarms and no delivery alarms on the insulin pump. Customer stated that there is a crack in the reservoir compartment and it goes closer to the esc button. Customer stated that she manually has to keep the reservoir inside the pump as it will not stay in place. Customer was advised that this may be causing the alarms. Customer stated that there is another crack on the battery compartment. Customer stated that the pump was not dropped or bumped. Customer's blood glucose was 81 mg/dl at the time of the incident. Customer did rewind the pump but it took forever to prime. Customer had 6 motor error alarms and 6 no delivery alarms in the alarm history within the last 30 days. Customer reported that the no delivery alarm was resolved by a reservoir change. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a broken reservoir tube lip, and cracked battery tube threads. The reservoir locked in place properly during testing.